Event description:
A report was received that the patient was explanted due to an infection. The patient is treated with broad-spectrum antibiotics and total brachial plexus blockade to prevent pain. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional information was received that the patient's symptom was a high fever. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection. The patient is treated with broad-spectrum antibiotics and total brachial plexus blockade to prevent pain. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-70, (B)(4), description:enh st ld kit, 70 cm model#:sc-2218-30, (B)(4), description:enh st ld kit, 30 cm model#: sc-3138-35, (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were kept by the medical facility.